Event description:
Pt status post anterior vascularized fibula strut graft with posterior screw placements in the t10 to l5 region and posterior l1 to l4 fusion returned to surgeon for post op visit. An x-ray showed two screws broken at l5. Surgeon removed the entire construct and did not revise the pt to anything noting the bones were fused. Surgeon also noted the pt was not put into a back brace after implantation. This is two of two reports for this event.

Manufacturer narrative:
Synthes is unable to provide the date of manufacture as no product was returned and no lot number was provided. Without a lot number, a device history records review could not be requested. The investigation could not be completed, no conclusion could be drawn, as no product was returned and no lot number was provided. Without a lot number a device history records review could not be completed.